Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for dystonia and movement disorders. The hcp reported that the patient has been having bad dystonic reactions since turning their ins back on after having it off for an unrelated back surgery on (B)(6) 2016. The hcp reported that the patient's ins was turned off for the surgery and when it was turned on again the following morning it wasn't working properly. The hcp reports that the patient was doing fine before the surgery. The hcp reported that they checked the patient's ins with the programmer and confirmed the device was on and the status was ok.